Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient is in a lot of pain due to their implant surgery being more invasive that they originally planned. Pt rep reported that instead of a one hour surgery, it was two hours because the surgeon had to make an extra incision.